Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had a right resurfacing arthroplasty. Subsequently patient reports right leg has never been correct since surgery and has continued pain, remains implanted to date.. Attempts have been made and no further information has been provided.